Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected false asystole due to undersensing of r-waves. Additionally, artifact was seen before and a fter the episode. The device is still in use. No patient complications have been reported as a result of this event.